Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the symptom "turns off on its own," which was not reproduced. The symptom was confirmed through review of the event history log, which recorded multiple improper shutdown messages while on battery power, in combination with two depressed negative battery contact pins. An improper shutdown can occur if the battery is removed from the pump while it is running on battery power, and therefore the depressed contact pins can cause the improper shutdowns due to a failed connection to the battery. The rear case was replaced to correct this condition. Additional information: connection issue, loss of power.

Event description:
During baxter's evaluation of a spectrum pump, the device powered off without user input. There was no patient involvement.